Event description:
Scimedx fta kit appears to have a lot of background, the controls appear to run low and there seem to be many pt's coming up as inconclusive. The problem has been reported to the vendor with no apparent improvement. I understand that there were discussions with the vendor who reported that quest diagnostics had a 50% positivity rate. This seems to cross several lot numbers and has been seen in our lab over the last year at least. Dates of use: years. Diagnosis: testing for igg antibodies against syphilus.